Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A CAPA has been opened to address the findings of the study. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During an evaluation of the results of a study performed by baxter on peritoneal dialysis (pd) disposable products, a manifold set was found to have spots or stains. There was no patient involvement and therefore no adverse event was associated with this report. No additional information is available.